Manufacturer narrative:
Address: (B)(6). As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a large volume infusor. The device was filled with 76.8 ml of fluorouracil diluted with 156.2ml of sodium chloride (nacl) for a total volume of 223ml at a flow rate of 5ml/hr. The infusor infused for 120 hours. The expected infusion time was 48 hours. The event occurred during patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available.